Manufacturer narrative:
On (B)(6) 2017, tandem technical support reviewed the pump data and found that after the customer had delivered a bolus on (B)(6) 2017, the blood glucose (bg) level had decreased from 353 to 125 mg/dl. On the same day the bg was entered as 283 mg/dl and a bolus was delivered. No additional bg was entered after second bolus.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (500s mg/dl) and insulin injections were administered to address the bg level. The customer thought that the pump was not functioning; however, declined tandem technical support's offer to troubleshoot. The customer reverted to using insulin injections for insulin therapy.